Event description:
The following report was received from the affiliate: at the start of a coronary intervention when the staff nurse was preparing the 3.5 x 23mm cypher des to be implanted, she noticed some kind of fracture at mid section of the stent. The product was not clinically used.

Manufacturer narrative:
During preparation of the 3.5 x 23mm cypher select, the nurse noticed the stent was fractured in the mid section. Accordingly, the product was not clinically used. Inspection of the returned product revealed that the stent was kinked not fractured as reported. This type of pre-use failure posed no patient risk. Based on the limited details, it is not possible to determine what factors might have contributed to the stent damage. The device was returned for evaluation. One non-sterile cypher select stent delivery system (sds) was received. The stent remained mounted on the balloon and contrary to the event description the stent was not fractured, but kinked at its mid section. Crossing profile measures of distal and proximal section of the stent were found within specification tolerance. The mid section was not possible to measure because of the kinked condition. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. The fractured stent reported by the customer could not be confirmed. The exact cause of the kink at the middle section of the stent could not be conclusively determined. However, it does appear to be manufacturing related. This file has been re-access as per the similar device reportability criteria implemented by the cordis corporation on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product cypher sirolimus-eluting coronary stent. Please note: device (cra23350 lot#i0406048) is distributed outside the united states. However, it is similar to the united states product cxs23350. Any additional information will submitted within 30 days of receipt.